Event description:
The reporter stated that the patient had high blood glucose (bg) levels and when they administered a bolus of insulin, their levels became very low. The patient¿s guardian stated that the patient became angry and broke their phone which had the omnipod 5 app installed and stated it appears it continued giving insulin to the pod. Because the patient lost connection to their controller, they were unable to monitor insulin treatment and continued to go low. The guardian reported the patient passed out, fell to the ground, and hit their head. The guardian stated the patient¿s head started bubbling and their eyes did not look right. The patient was then taken to the emergency room (ER) on (B)(6) 2026, where they were diagnosed with low bg levels. While at the ER, the pod was removed. The patient remained in the ER for approximately 5-6 hours, and they were then transferred to the hospital for a day and a half. The patient was treated with sugar with water, juice, intravenous fluids, and something to bring their levels up quickly but they did not recall what exactly they gave the patient. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.